Manufacturer narrative:
Unique identifier ((B)(4) there was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the umbilical hernia. However, there is a possible association between the hernia and the increased intra-abdominal pressure that occurs during the normal course of peritoneal dialysis therapy. A supplemental medwatch report will be submitted upon completion of the plant investigation.

Event description:
The available information was reviewed by a post market surveillance clinician. The peritoneal dialysis patient called to reported drain complications several times a night occurring for a few weeks. The patient reported completing the rest of the drains manually. The patient stated that there was no experience of constipation and did not visualize any obstructions in the patient line. The patient also reported that the cycler was filling too fast and was causing a hernia. The peritoneal dialysis (pd) nurse confirmed that the patient did develop a slight umbilical hernia and it was not clear if the hernia was present prior to use of peritoneal dialysis treatment. The patient had been receiving peritoneal dialysis treatment for approximately one year. Review of the patient treatment sheets showed no indication of increased intraperitoneal volume. The pd nurse reported that the patient¿s exact weight is unknown however the patient is obese and is on a ¿low fill¿ treatment. The pd nurse stated that the patient continued with peritoneal dialysis therapy and no surgery or procedure for the hernia was planned. The patient was going to continue to be monitored. Medical records were requested.

Manufacturer narrative:
There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the umbilical hernia. However, there is a possible association between the hernia and the increased intra-abdominal pressure that occurs during the normal course of peritoneal dialysis therapy. An investigation of the device was conducted by the manufacturer. Exterior visual inspection showed no signs of physical damage. There were no deviations or non-conformances during the manufacturing process. The simulated treatment was performed, completed without any failures or problems. The valve actuation test, system air leak test and patient sensor calibration check passed. The temperature cal @ ambient temp, temp test passed. The voltage check failed with 5 was under the specification (showed 5.02v) and was adjusted 5v to 5.05v. The load cell value and verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn), provided additional informational information that she was aware of the hernia event for nearly four weeks. The patient explained that she had emergency surgery on (B)(6) 2017. The nurse confirmed the patient's hernia surgery on (B)(6) 2017 but indicated it was an outpatient procedure. There was no incarceration and the patient had remained on pd albeit at low fill volume treatment. The pdrn stated there were no allegations against the cycler or delflex but that the patient felt it was the cycler filling the patient that was the cause of the event. The nurse disagreed. Per pdrn patient successfully continued with pd therapy.